Event description:
The customer reported an over infusion of desferal. A 20gm desferal was in 240ml of solution. The infusion was started on (B)(6) 2014 at 10pm and completed 15 hours later. The next dose of medication was held until (B)(6) 2014 at 10pm and was currently infusing. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.